Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographic info: age, gender, bmi at time of index surgical procedure date of index surgical procedure? On what tissue was the suture used? How many days post-operatively did the patient experience rash? Please describe the manifestation of reaction/rash (location, severity, appearance, system or local reaction)? What was the onset date, time from the index surgery? Does the patient have known allergic history to medical device, food or medication? Was there any allergy testing performed? If yes, results? Other relevant patient history/concomitant medications. Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a laparoscopic surgery on (B)(6) 2018 and suture was used. Following the procedure, a rash occurred over the incision sites that clears up on steroids and comes back after steroid treatment. Additional information has been requested.